Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie lid was broken. A field service engineer (fse) confirmed that customer replaced the cubie and issue was resolved. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es lid for ativan 1mg oral was broken and would not latch. The customer confirmed that the entire drawer had now failed, causing significant delays in patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.